Manufacturer narrative:
(B)(4) date sent: 11/27/2023 d4: batch # unk a manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9dh1h, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, when severing lobar lung tissue on the first firing, after fired, noted the staples malformed . Changed another two to use , they still had the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. D4: batch # 520c37.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with damaged joint cover, and with two ecr60b reloads(b, c) and an ecr60g reload(d) present. All reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the cut was noted to be jagged due to a damaged knife, and the staples were noted to be partially formed. After further evaluation, the analysis showed the knife wings were broken off. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 520c37, and no non-conformances were identified.